Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6). Device requested for return but is not expected to be returned.

Event description:
The customer complained of a questionable inr result from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 4.9 inr and within about 1 hour the result from the laboratory method was 2.8 inr. The erroneous result was reported to the customer's doctor. There was no allegation of an adverse event. The customer stated that they will not return any product. The investigation is currently ongoing.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.